Manufacturer narrative:
Device evaluated by manufacturer? No. Lens implanted. (B)(4).

Event description:
Received a report from a patient on social media. The patient reported the surgeon implanted an micl implantable collamer lens approximately 8 months ago. The patient reported she is currently 21 weeks pregnant and has noted her vision is not as crisp since the surgery. Before the surgery the patient's vision was poor and post-op her vision was 20/20. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.